Event description:
It was reported that the device led indicates it has power, but the screen is black and there is no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The remote service engineer (rse) spoke to the customer biomed who indicated that they were not with the device during the call and no tests were performed. The rse advised the customer that when they are with the device, recycle the power by removing the battery and unplugging the unit from the ac power. After that, they should press and hold the power button for about 10 seconds, plug the unit back into the ac power, and try turning it on. If this does not work, it was recommended to replace the mainboard. The customer contacted the rse stating that resetting the capacitor per previous instructions resolved the issue the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone # (B)(6). Reporter phone # (B)(6).